Manufacturer narrative:
Concomitant products: product ID; 97754, serial# (B)(4), product type recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. The increase in stimulation occurred while sitting. The patient was unable to walk and experienced bilateral lower extremity weakness at the time. The patient turned off the stimulator and subsequently turned it down and the issue resolved. The patient met with a company representative and the device was interrogated. All impedances were within normal limits. The group in use did not have adaptivestim activated. The device was reprogrammed and the patient was encouraged to sync if this happened again to verify amplitude. The patient experienced stimulation in the desired area after reprogramming. The adaptivestim function was also activated for a new group and the battery was reoriented as well. The cause was not determined. The patient had a follow up for (B)(6) 2014 and therapy will be assessed then. Of note, the patient had lost 60 pounds since implant. It was later reported that a representative had turned her system off a couple of weeks prior. The patient declined reprogramming as she was scheduled to meet with a surgeon on (B)(6) 2014 to discuss paddle lead placement. It was then reported that there was no mention of leg weakness or overstimulation in the patient's chart. The device was reprogrammed by a company representative and battery and lead impedances were all normal. The chart noted that the patient came in monthly and had been doing very well. The patient was seen in the physicians office the day prior and stated she did not need to see the company representative because everything was going well. It was finally later reported that they removed the leads and implanted a new lead over t6-7. The patient noted that coverage had not been optimal and the leads had migrated down to t9 area. They would be seeing the patient on (B)(6) to turn the lami lead on. If additional information is received, a follow-up report will be sent.